Event description:
It was reported that customer first let representative knows of the issue when s & n was aware that there was a silicone issue with the allevyn dressings. After finding the issue and changed the manufacturing process, representative let the customer know she shouldn't be seeing this problem any longer. As of today, (B)(6) 2020, my customer said she has been meaning to send me pictures of the silicone issue still occurring. Photos show that silicone was left on patients skin, this event was reported from the wound care nurse at (B)(6) and happened to three different patients. No harm or injury reported.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The probable root causes include storage temperature, and or product failure. The manufacturing records cannot be reviewed as no lot or batch number was provided. The complaint history file contains further instances of the reported events; however, this investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.